Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 16-nov-2023, a system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring chest tube placement and hospitalization. The patient had a medical history of emphysema. The lesion size was 1.24 x 1.11 x 1.41 cm in size and located in the right upper lobe, 4mm from the pleura. A small pneumothorax occurred intra-procedurally and had increased in size when the patient was intubated due to other reasons not related to the pneumothorax. The procedure was completed and a 14 french chest tube was inserted. The physician believed the pneumothorax was caused by underlying surrounding emphysema and that it is difficult to prevent a pneumothorax in patients that are high risk for one. The physician reported that a pneumothorax could have occurred with another biopsy modality. The patient was kept longer than 24-hours to obtain a pet CT while inpatient due to home distance from the hospital; the patient was hospitalized for a total of 2 days. The diagnosis obtained was adenocarcinoma of the lung. Per the physician, there is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b5 additional information: the physician clarified that a small pneumothorax was identified during the ion procedure, and once the biopsy was completed the ion catheter and ion system were removed and undocked, and the procedure was transitioned to manual linear ebus bronchoscopy. The physician proceeded to complete linear ebus staging. After linear ebsu staging was completed a chest tube was placed with improvement in the pneumothorax. The patient was extubated and admitted to the hospital. The chest tube was removed after a clamping trial about 2 days later. The pneumothorax recurred and another chest tube was placed. The second chest tube was clamped, then removed. The pneumothorax recurred again and a 3rd chest tube was placed. The patient was then transferred to another facility for endobronchial valve candidacy in the setting of a persistent air leak. The patient died during this hospitalization with an unknown cause of death. Section d2: the patient's date of death was not provided. A review of the event information by an intuitive surgical, inc. (Isi) medical safety officer (mso) with the treating physician was performed and the additional information was provided. The intuitive mso concluded that there was no allegation of a malfunction of the ion system, instrument or accessories. The reported pneumothorax is a known and expected complication of the procedure. However, the physicians caring for the patient have stated that the patient¿s death was unrelated to the procedure. Based on the available data, the pneumothorax is procedure related and not device related. However, it is unclear if the patient¿s death is related to the procedure. There is no evidence to support the death was device related. Bronchoscopy and biopsy are minimally invasive procedures with a low overall complication rate. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. Proximity to the visceral pleura and underlying emphysema of the lung are associated with a higher risk of pneumothorax. --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.